Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4832 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The customer discontinued use of the device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. The reason for discontinued use of the device was determined to be that the patient passed away on (B)(6) 2010 due to congestive heart failure (chf), see manufacturer report number 1423500-2010-04433. The device was evaluated by the baxter product analysis laboratory (pal). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device's previous service record revealed no issues that may have contributed to the patient passing away or the iipv found in the device logs. The device functioned normally during pal testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away or the iipv found in the device logs. The assignable cause of the additional iipv was determined to be: insufficient drain, false empty detect and last manual drain not used. A label review found the patient at-home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4).